Manufacturer narrative:
Updated information: d9 device return date added. H6 med dev prob code added a01.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on an intra-aortic balloon pump (iabp), on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). Bivalirudin was stopped at 4am and a bolus was given in the operating room (or). The activated clotting time (act) was 412 prior to putting pump in. The pump was inserted and started, the patient was successfully weaned from ECMO, but the pump metrics flipped and created flow saturation and a purge system blocked. The patient was put back on ECMO, the impella pump was removed and clot was noted. A new pump was inserted. The impella will be reported due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Thrombus (thrombosis) can occur due to inadequate anticoagulation. The use of multiple of mechanical circulatory devices also increases the risk for thrombosis.